Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2024 additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7082400.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced signs of infection such as redness and itching at the lead insertion site. The infection was treated with antibiotics and the patients symptoms have improved. The scs system remains implanted in the patient.